Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction for the display froze was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The reported malfunction for the device was unable to detect the attached multi-function cable was verified. The patient impedance was calibrated to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was frozen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Additionally, during subsequent testing, the device was unable to detect the attached multi-function cable.